Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of infumorph at 4.55 mg/day via an implantable pump. It was reported on an unknown date the patient's pump flipped. The cause was undetermined. It was determined during a visit at the doctor's office. The surgeon opened and repaired the pump pocket. The surgeon flipped the pump back and anchored the pump. The issue was resolved at the time of the report.